Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that none of the buttons are responding and the alarm has been occurring since 9:40 am. Customer's most recent blood glucose level was 216 mg/dl. Customer mentioned that he was a little high. Customer declined troubleshooting for his high blood glucose level. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response on the down arrow button due to corroded keypad traces noted. No unexpected button error alarms noted. No further tests could be performed due to unresponsive keypad. The insulin pump was received with minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, stained end cap sticker and stained address/serial number label.